Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he observed that the fo-connector was defective, the blue housing from the connector was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue, and was able to confirm the broken fo-connector. To fix the issue the fse replaced the connector and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.